Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller's white power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned controller revealed a tear in the outer jacket of the white power cable near the strain relief on the housing side of the cable, exposing the underlying wires. The strain relief on the housing side of both the white and black power cables were also observed to be damaged. The observed damage to the power cables did not affect the functionality of the controller during testing. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller was disassembled to inspect the internal components and no issues were observed. The outer jacket of the white power cable was removed for further inspection of the underlying wires, revealing that the wires were in unremarkable physical condition. The log file downloaded from the returned system controller contained approximately 1 day of relevant data (05jan2021 ¿ 06jan2021 per the timestamp). No atypical alarms were observed in the log file. The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 06jan2020 at 09:52:41 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20mar2019. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including their system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. This sections also instructs the user to at least monthly, inspect the system controller¿s audio sounds for dirt or grease. If you notice a change in tone or in loudness during a system controller self-test, the audio speaker sockets may be obstructed. Audio speak sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was an abrasion on the white cable of the controller, exposing internal wires. The controller was exchanged to the patient's backup.